Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient had lens displacement and rotation inferonasal due to significant anterior capsular contraction. It was reported that there is fibrin-like deposits at the iol-capsulorrhexis interface and mild pigment on the anterior iol surface. Additional information has been requested; however, further information has not been received.